Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ileocecal resection on (B)(6)2017 and an absorbable adhesion barrier was applied on the umbilical area just under the abdominal wall. On (B)(6) 2017, it was found that ascites fluid had accumulated just under the abdominal wall in CT images. The umbilical area became red, thus, the surgeon suspected that wound infection might have occurred. Therefore, CT inspection was performed again on (B)(6) 2017. No wound infection was found. It was observed that the amount of ascites fluid had increased. Then, puncture inspection was done to check the ascites fluid. By the naked eyes, it was confirmed that the ascites fluid was cream-like material. The surgeon opines there was causal relationship between the absorbable adhesion barrier and the event since the symptom occurred at the area to which the product was applied. Additionally, the affected site where the ascites fluid had accumulated was far from the anastomosed area. The patient has got well, and has been discharged from the hospital without further treatment. No additional information is available.